Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Correction on additional manufacture narrative h10: updated to : a review of historical data for the alinity I processing module did not identify any trends with regards to the current issue from: a review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results).

Manufacturer narrative:
MDR 3002809144-2021-00224-01; g4 documented incorrectly as 17mar2021. It should have been 31mar2021. This report has been provided for g4 correction. No other changes were made.

Manufacturer narrative:
Was this device serviced by a third party?: no. Complete information for section a patient information, patient identifier = sid= (B)(6) and (B)(6). Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replaced the valve, wash cup, all positions (a-30111660-01) & syringe assy (7-77650-08). After all troubleshooting was completed the issue was resolved. A review of the alinity I analyzer, serial number (B)(4) service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of elevated concentration and erratic results, including a removal and replacement of the valve, wash cup, all positions (a-30111660-01) & syringe assy (7-77650-08). A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I analyzer, serial number (B)(4).

Event description:
The customer observed false reactive alinity I toxo igg results on multiple patients. The results provided were: on (B)(6) 2021 sid (B)(6) initial toxo=14.2 iu/ml (>or=3.0 iu/ml=reactive) /repeated on another alinity (B)(4)=0.2 iu/ml and 0.3 iu/ml (<1.6 iu/ml=nonreactive) /previous result=negative sid (B)(6) initial toxo=0.2 iu/ml /repeated on another alinity ai03494=14.2 iu/ml there was no reported impact to patient management.